Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) contacted technical services (ts) due to four shocks that were delivered by the device. The patient was referred to the health care professional (hcp). Upon ts review of the episodes, it was observed that the therapies were delivered by the device due to supraventricular tachycardia (svt). The device also delivered anti-tachycardia pacing (atp) therapy. The crt-d remains in service. No additional adverse patient effects were reported.